Manufacturer narrative:
Other relevant device(s) are: micra; model #: mc1vr01-delsys / expiration date: 14-dec-2022 / serial#: (B)(4) UDI: (B)(4); no dev rtn to MFR?; no. Mfg date: 14-jun-2021; yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death is pericardial effusion due to cardiac perforation. It was noted that during implant the leadless ipg exhibited no thresholds. A movement was observed during the deploying process and an elastic moving back. The leadless ipg was recaptured and pericardial effusion was observed. Drainage was performed and the patient was intubated, medicated and resuscitation was attempted but the hole in the heart could not be closed and the patient could not be revived.